Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. Customer stated that the no delivery alarms were due to kinked tubing. Customer stated that the motor error alarm may have occurred during bolus. Customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed the motor test. The device was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).